Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was explanted due to acute battery failure. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that one week post-explant of the leadless implantable pulse generator (ipg) the patient experienced redness and pain at groin site, and hardness and discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.